Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b3, b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the poor image tiller and finally blackout occurred due to the video-adapter-locking mechanism failure. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿hold the product with your hand so that it does not move. Pull out the video connector while pushing down the product's unlock lever.¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: date of event, 09dec2022.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The evaluation uncovered the lens guide connector was worn out. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, image failure, flickering and blackout occurred on the visera pro xenon light source. There were no reports of patient harm associated with this event.